Event description:
The patient called alleging inaccurate high readings on their one touch verio meter. The patient had obtained a 13.7 mmol/l on their verio meter and then less than 30 minutes later obtained a 11.0 mmol/l on the physician's meter. The patient denied exhibiting any symptoms or seeking any medical attention. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the readings are greater than 30 mg/dl or 30 %.

Manufacturer narrative:
(B)(4). The returned meter and test strips passed testing. The alleged complaint was not confirmed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.